Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty. Unable to perform basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error during bolus. Customer's blood glucose level was 300 mg/dl. The customer reported motor error occurred more than once in the last 30 days. The insulin pump will be returned for analysis.